Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. (Method & results): no product will be returned for evaluation.

Event description:
Patient's mother reported frequent hyperglycemia in the range of 300-500 mg/dl. Mother will check the infusion tube and notice the luer is separated nearly or completely from the tube. Correction of insulin is delivered with pen and/or infusion device after infusion set is changed. Infusion headset is changed every 2-3 days and infusion tube every week. Patient has been positive for ketones. Normal blood glucose is 100-140 mg/dl. Patient did not lose consciousness. Infusion sets are not available to be returned for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.